Event description:
It was reported that during a cholecystectomy and when attempting to take tissue, the shell was opened, mainly at the top, above the trigger. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent 5/6/2025. D4 batch #c9dp9a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was received with the end effector damaged causing the handles broken when the trigger was cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch c9dp9a number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 924c78, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.